Event description:
It was reported by service report that the head left siderail was missing. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: head left siderail was missing.